Manufacturer narrative:
G4 - premarket / 510(k): k160514, k222568. Device evaluated by MFR: the device was returned for evaluation. Visual analysis revealed that the tip was detached, and the guidewire exit port was damaged. A kink was observed in the telescope assembly. Microscope inspection also identified that the tip and the guidewire exit port were detached. No other issues were identified during the product analysis.

Event description:
It was reported that tip markerband detachment occurred requiring additional intervention. The target lesion was located in the right common iliac artery. An opticross 18 was selected for use. During removal of the catheter, it was noted that the tip of the catheter with the radiopaque portion was detached and still in the patient. The detached portion was removed with a snare and the entire detached portion was removed from the patient. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that tip markerband detachment occurred requiring additional intervention. The target lesion was located in the right common iliac artery. An opticross 18 was selected for use. During removal of the catheter, it was noted that the tip of the catheter with the radiopaque portion was detached and still in the patient. The detached portion was removed with a snare and the entire detached portion was removed from the patient. The procedure was completed with this device. No patient complications were reported.